Event description:
Account reported that brakes would not hold on this stretcher.

Manufacturer narrative:
The brakes not holding could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in orders to resolve the problem.